Event description:
It was reported that the customer passed away. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received without a battery. The device had a frozen display with constant tone. Further testing could not be performed due to the frozen display. The device had a cracked case at the display window, cracked reservoir tube, and scratched screen.